Event description:
Boston scientific received info that the pt with this right atrial lead was in the hospital for a non-device related reason. The pt was reported to have been septic which was reported to have been unrelated to the device system. The physician elected to explant the device system. There were no adverse pt effects. As of today, no add'l info has been received. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.